Event description:
It was reported the procedure was performed to treat a mildly calcified lesion in the left anterior tibial artery. The guide wire was inserted and successfully crossed the lesion. A non-abbott balloon was advanced over the wire and inflated. However, during removal of the balloon, resistance was felt. It was then observed the guide wire had broken into two pieces. Although it was in two pieces, both remained inside the balloon and were successfully removed from the anatomy. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual and dimensional inspections were performed on the returned guide wire and the reported core separation was confirmed. The difficulty to remove was unable to be confirmed due to the core separation. A review of the lot history record identified no manufacturing non-conformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to advance and guide wire core separation appear to be related to case circumstances of the procedure. It is likely that that manipulation during advancement and/or the procedure, the core became damaged causing the difficulty to remove. Further manipulation against resistance ultimately resulted in the core separation inside the lumen of the non-abbott balloon catheter. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.